Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely, there were many factors involved with the incidents. Based upon the lack of information provided, no definite determination could be made as to the cause of the events. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in several patient incidents. After using the esu in the precisesect mode, patients experienced bleeding/hematoma. No further information (i.e., information involving the patients, circumstances of the intervention work, outcomes, etc.) Was provided in regards to the events. The esu was provided to a hospital in (B)(6).